Event description:
It was reported the patient experienced their neurostimulator implant coming out of their body and infection. The patient had their device explanted. There were no additional patient complications reported.

Manufacturer narrative:
Product code (d2b): additional product code qon. Premarket/510(k) # (g4): additional premarket/510(k) p190006.

Event description:
It was reported that the patient was experiencing an infection and the neurostimulator coming out of their body. They had a surgical procedure to explant their device. The patient's device did not completely come out of the pocket as it was not exposed to air. The patient is doing well post-surgery.

Manufacturer narrative:
Product code (d2b): additional product code qon. Premarket/510(k) # (g4): additional premarket/510(k) p190006.

Manufacturer narrative:
Product code (d2b) - additional product code qonpremarket / 510(k) # (g4)- additional premarket/510(k) p190006udi for concomitant product, tined lead: (B)(4).the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The alleged device was not returned for evaluation. Without return of device, the reported event cannot be confirmed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Based on this investigation, the investigation conclusion code of 'known inherent risk of device' was chosen as the allegation relates to "infection" and "erosion" which are addressed in the product labeling and risk documentation. Based on investigation results, no escalation is required. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported the patient experienced their neurostimulator implant coming out of their body and infection. The patient had their device explanted. There were no additional patient complications reported. Per the provider, the patient had their explant surgery on (B)(6) 2025. The patient's device did not completely come out of the pocket as it was not exposed to air. The patient is doing well post-explant surgery.